Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited low amplitude measurements which resulted in inappropriate therapy. The shock was successfully delivered despite out of range shock impedance measurements of 22-25 ohms. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. It was noted that this patient is very thin which could be contributing to the reported clinical observations. No adverse patient effects were reported.